Event description:
It was reported that the stylet (a support mandrel used in packaging of the delivery system) possibly punctured the physicians hand through his surgical glove. No further info provided.